Event description:
Upon inflation the trellis balloon ruptured. The device was removed and a new device was opened. No injury reported. Investigation of the returned device on (B)(6), 2015 confirmed that the distal balloon had 2 holes over the proximal markerband. The proximal balloon had no issue.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device was conducted.additional information has been requested. Should it become available a supplemental report will be submitted.